Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (reset at pulse delivery) was confirmed. Review of the event indicates that the monitor reset at pulse delivery. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing of the electrode belt. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact . The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin.

Event description:
A us distributor contacted zoll to report that a patient may have been treated. The patient reportedly was walking into a restaurant when the lifevest started alarming. The patient and his wife went back into their car and heard the device saying "bystanders standby" and gel was released. The patient reported pressing the response buttons. The patient reported when he sat down in his car he was treated. The patient reported that he was certain he was treated because it hurt. The patient compared the treatment to being hit very hard in the chest. Clinical review of the continuous ECG recording indicates that the patient was in sinus tachycardia at 100 bpm with motion artifact. There was no vt/vf seen on the reported date of treatment. Review of the download data indicated that gel was released at 17:48:39 and the device reset at approximately 17:50:30. Review of the patient's flag files indicates that a pulse was delivered and the monitor immediately reset after pulse delivery. The monitor resetting immediately after pulse delivery caused the pulse delivered flag to not me recorded in the downloaded data. The response buttons were pressed earlier in the detection sequence but not immediately prior to when the reset occurred. The response buttons functioned appropriately. Motion artifact contributed to the false detection. The patient was taken to the ER and continued use of the lifevest. The patient later reported that he had red burn marks in the shape of the therapy electrodes on his back and side. The patient reported that the burn-like marks have since healed, but that he did not receive any medical attention and that he did not treat the burns. The patient reported that the marks healed with time.